Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the scope mount, electrical contact and free lock lever were corroded. There was also main body deposit noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to the distributor, that the hd camera head had a b30 scope communication error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a corrosion of the electrical contacts was observed. Therefore, it was determined that the electrical contact corrosion had caused a bad connection resulting to the image to not display as expected and the phenomena [b30 (scope communication error) was displayed] occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.